Event description:
It was reported that log files were submitted for the patient who was admitted for a neurological event. Ventricular assist device (vad) interrogation revealed low voltage and no external power events on (B)(6) 2022 around) 1:00. The patient's family suspected the wall plug was loose and the customer wanted to confirm there was no vad function concerns. The log file captured no external power events on (B)(6) 2022 which was caused by the power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. There were no vad or peripheral equipment functional concerns in the log files. Related MFR for the neurological event: 2916596-2022-13214.

Manufacturer narrative:
Patient weight was requested but it was not provided no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: device serial number requested but not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days (06aug2022 ¿ 08aug2022 per timestamp). No external power alarms coincident with a loss of ac power were active on (B)(6) 2022 from 09:07:09 ¿ 09:07:22. The alarms cleared once the power was restored. The backup battery was able to provide power to the system during the alarms. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith effort attempts were made asking for the serial number of the mobile power unit (mpu), if there were any environmental circumstances that may have affected the ac power at the time of the event, if the mpu was exchanged and if any product will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.